Event description:
Addititional information: it was later reported the patient experienced increased pain. Cause of the event was the catheter; a kink behind the anchor. The rotor study was within normal limits but they could not aspirate. A catheter revision was done; the catheter was re-opened at the back and the distal portion of the catheter was replaced. The patient recovered without sequelae.

Event description:
The actual residual volume was greater than the expected residual volume: the actual was 40 mls, the expected was 4.1 mls. It was noted there was no therapy problem/issue; the patient experienced no symptoms. The patient was taking oral medications and it was speculated this could be why there were no patient symptoms of withdrawal. Device troubleshooting options were being considered. As of (B)(6) 2012, no troubleshooting had been performed. The pump contained morphine, clonidine, and bupivacaine (marcaine). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8709, lot# l75112, implanted: 2000 (B)(6), explanted: unk, catheter 8709, serial# (B)(4), implanted: 2004 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4)